Event description:
Information was received from user facility via a manufacturer representative regarding a drivers used for deformity case. It was re ported that the instruments were stripped and product was used previously without malfunction. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis # (B)(4): part # 5584009, lot # fa21g005 visual inspection confirmed 2mm of the torx tip has broken and the remaining torx tip has been twisted. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.